Manufacturer narrative:
Other text: b3. Date of event is unknown. H3. Device evaluated by manufacturer and h6. Health effect, evaluation codes: updated. Device evaluation: one device was received. A visual inspection found the tamper seals removed, a chipped top case, seal damage on the bottom case and the battery was missing. A review of the event history log found a primary audible alarm post error. During the functional testing, the customer reported problems were unable to be duplicated. The most likely cause of the customer reported issue is the worm coupling and worm gear. The worn coupling and worm gear were replaced as a preventative measure. Other repairs include the top case, bottom case, right plunger case, plastic parts of the plunger head, both clutch halves, lead screw and spring. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported the pump has a motor rate error, syringe flange not in place. No patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.